Event description:
It was reported to hamilton medical ag that hamilton-mr1 was being used as a transport vent, and during transport device displayed a red warning light and shut down. Medical intervention was required, patient had to be manually bagged. It was reported to no harm, no serious injury for any patient.

Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). Investigation is ongoing.